Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000.0mcg/ml for a total dose of 449.7mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported the patient lives in a nursing home. The patient's pump was read and nothing was detected upon interrogation. The last activity was a pump refill back on (B)(6) 2017. It was noted that after hurricane (B)(6), the patient was not able to get their pump refilled. It was noted that the patient was getting baclofen through a bag tube, but that was not helping. There was no pump alarm. The event was being addressed by hcp. Event date was (B)(6) 2017 (a couple days). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via saol. The pump was delivering lioresal. The patient started the use of baclofen at least ten years ago. The brand of baclofen was lioresal. Historical conditions include combative reaction, ataxia and seizures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.